Event description:
It was reported that the patient's cardiac monitor had stored a false ventricular tachycardia episode that was very short and had non-physiologic intervals that did not correlate to the patient symptoms at the time and date of the episode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.